Manufacturer narrative:
Review of instrument images: testing performed on (B)(6) 2009. Interpretation: negative. Expected interpretation: no prior testing. Image description: looks as though there is a weak rxn. Reaction strength: 18. Note: capture-r indicator cell lot 221434 exp 12-03-09 used during this testing. New sample from same patient. Testing performed on (B)(6) 2009. Interpretation: positive. Expected interpretation: negative (based on previous testing). Image description: looks positive. Reaction strength: 82. Note: capture-r indicator cell lot 221441 exp 12-17-09 used during these test. Repeat testing; interpretation: pos. Expected interpretation: pos (based on previous testing). Image description: looks pos. Reaction strengths: not provided by the customer (reaction grade 1+). Second sample from same patient: interpretation: pos. Expected interpretation: pos (based on previous testing). Image description: looks pos. Reaction strength: not provided by the customer (reaction grade 1+). Note: ind cell lot 22441 exp 12-17-09 used during testing. The repeat testing with a different lot of capture-r ready indicator cells resulted as positive on the same instrument that reported the initial unexpected negative result. The initial testing performed on (B)(6) 2009 showed a slight reaction. Cannot rule out that the vial of capture-r ready indicator cells may have been compromised.

Event description:
Customer reported an unexpected negative reaction when testing a patient sample by pooled_screen assay on the galileo using capture-r ready indicator cells.